Event description:
Reporter alleged that on (B)(6) 2012, he obtained the results of 128 mg/dl, 92 mg/dl, 48 mg/dl and 117 mg/dl back to back within 10 minutes on the advantage system. Reporter alleged that on (B)(6) 2012, he obtained the results of 72 mg/dl, and 166mg/dl back to back within 10 minutes on the same advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.